Event description:
While attempting to acquire a 12-lead ECG, a message appeared stating "acquisition failure". The 12-lead could be seen on the screen but no printout and it would not save to memory.